Event description:
According to the reporter, the catheter was successfully implanted and during a dialysis treatment (within the first week of treatment, after 2 to 3 sessions), there was no good arterial flow and it generated pressure alarms on the dialysis machine. It was mentioned that every dialysis treatment was completed as usual. The physician provided the x-rays of the patient which showed the placement of the catheter. There was no leakage of blood or any fluid from the catheter. The catheter was not repaired and there was no cleaning agent used on the device. Tego was not utilized and there was no luer adapter issue. The insertion site was treated with chlorexidine prior to product placement. There was nothing unusual observed on the device prior to use and flushing was done with 40 ml saline on the arterial and venous side. There was normal flushing with the syringe and there was no blood return prior to syringe flush. Lock solution 5000iu/ml heparin was used. Reverse flow was successful and this was in the infusion line. The dialysis machine was the only product utilized with the device. There were no other defects/damages found on the product and the clamp was moved periodically. Antithrombin agent alteplase (tpa) was used during treatment to resolve the issue and the treatment was completed as usual. There was no intervention/treatment required as a result of the event. There was no blood loss and blood transfusion was not required. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product: 8888145014 8888145014 19/36cmpalindrome kit wslot 713700149 additional information: g1(manufacturer name, MFR contact first name, last name, street 2, MFR city, postal code, email and phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The evaluation found no potentially contributing factors. It was reported that there was an insufficient flow issue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.